Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.

Manufacturer narrative:
Battery (breaks down under load ) defective, not replaced. Gmr1659051 micro motor (we have detected fluid or oil residue in your engine while checking your equipment, and excess oil remaining in the contra angle after care is the most common cause of this defect, so please check your care or cleaning process ) defective, not replaced. Motor cable (strain relief broken) defective, not replaced. Mainboard (socket lip clip worn or heavily worn) defective, not replaced. Contra angle 33080 (2011), (head drive and clamping system) defective, replaced on goodwill. Contra angle 65195 (2014) (head drive and clamping system) defective, replaced on goodwill). Foot control 45635 without error.

Manufacturer narrative:
There have been no previous reports with this or a similar device where this malfunction caused or contributed to a serious injury or required medical/surgical intervention to preclude such, but FDA is requiring reporting since 21st may 2019. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files; no injury occurred.